Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a leak in the infusion set. Customer reported that the reservoir appears to be leaking at the o-ring. Customer's blood glucose at the time of the incident was 558 mg/dl. Product is not expected to return.